Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 3 was not released and displays fail message. A field service engineer (fse) confirmed customer reported that drawer number three on the main station was failing to stay closed. Upon arrival, the fse identified a missing magnet in the latch assembly and replaced it with a functional unit. After completing the swap, the station was powered on and reassembled. Component testing was performed using the hardware testing application, and all tests were successfully passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer did not release and displayed the error message 'close drawer'. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer did not release and displayed the error message 'close drawer'. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.